Event description:
A surgeon provided add'l info that an intraocular lens (iol) decentered due to a torn haptic. The lens was removed and replaced without complications.

Event description:
A surgeon reported that an intraocular lens was replaced. No other details of the event were provided. Add'l info has been requested.